Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additional information indicates that this device was explanted due to product performance issue. The device was replaced. No additional adverse patient effects were reported. Additional information provided advised the crt-d recorded another code 1003. Technical services (ts) was consulted and advised the information remains the same with the first premature battery depletion (pbd) analysis. At this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additional information indicates that this device was explanted due to product performance issue. The device was replaced. No additional adverse patient effects were reported. Additional information provided advised the crt-d recorded another code 1003. Technical services (ts) was consulted and advised the information remains the same with the first premature battery depletion (pbd) analysis. At this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additional information indicates that this device was explanted due to product performance issue. The device was replaced. No additional adverse patient effects were reported. Additional information provided advised the crt-d recorded another code 1003. Technical services (ts) was consulted and advised the information remains the same with the first premature battery depletion (pbd) analysis. At this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additional information provided advised the crt-d recorded another code 1003. Technical services (ts) was consulted and advised the information remains the same with the first premature battery depletion (pbd) analysis. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. There were no other suspicious fault codes or resets. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. This supplemental report is created to capture correction in b5 event description.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. Additional information provided advised the crt-d recorded another code 1003. Technical services (ts) was consulted and advised the information remains the same with the first premature battery depletion (pbd) analysis. At this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted. No additional adverse patient effects were reported.